Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had to call paramedics thrice due to low blood glucose levels on unknown dates. Customer's blood glucose value was 50 mg/dl at the time of the incident. Customer stated that they never got alarm for this. It was unknown that auto mode feature was active or not at the time of the event. The device will not be returned for analysis.